Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, the bottom of one (1) tube was cracked resulting in blood leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for broken tube, leaking was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of broken tube was not observed. Also, 10 retain samples were subjected to a visual inspection for brittleness and all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of broken/leaking tube based on the photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, the bottom of one (1) tube was cracked resulting in blood leakage. No adverse impact was reported regarding the patient or user.